Event description:
Device malfunction: foot break. Time of device malfunction: unk. Symptoms/ae: none. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure after an interventional procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a second closure device. During device evaluation, a posterior foot break was found. There were no reported adverse pt sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
Evaluation summary - evaluation of the returned product found a portion of the posterior foot was broken off, and a posterior cuff miss had occurred. No malfunction was detected and no root cause could be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this report.